Event description:
A customer reported to olympus, during an unspecified diagnostic procedure, the visera elite xenon light source displayed an e101 (temperature) error and cool fan did not work. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations of e101 (temperature) error and cooling fan did not work were not confirmed. In addition, the output connector (light guide connection) was hard due to wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: e1(phone number). Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation the cause of the failure was not identified. Olympus will continue to monitor field performance for this device.